Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified malfunction alarm occurred. Customer¿s blood glucose level was 560 mg/dl with high ketones. A manual correction injection was administered to address elevated bg. Customer ultimately went to the emergency room and was subsequently admitted to the intensive care unit. Customer was treated intravenously with fluids of saline and insulin. Customer was released the following day with issue was resolved with no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.